Event description:
The doctor reported that this patient has high lead impedance. The patient went to the ER due to a shock like feeling in his neck, stated to be painful stimulation. The patient stated that they turned their head to the left and heard a pop and this is when the painful stimulation began. The generator has been disabled. The lead wires looked more bulging on the skin now compared to when the patient was implanted. X-rays were reviewed by the facility stating that the device looked in-tact. The patient followed up with their neurologist where the neurologist could feel that the wires were fractured in the patient¿s neck, and the patient felt as though the wires were poking him under the skin. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient's device has been disabled due to tolerability issues with the settings. The battery is depleted however the battery will not be replaced at this time. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Update was received that the patient had their generator explanted due to tolerability issues. No other relevant information has been received to date.

Event description:
Additional information was received that the patient was being referred for a prophylactic battery replacement due to device battery being at 11-25%. It was indicated that impedance was ok, however no exact impedance value was provided. The sales representative also reported that the patient¿s device was turned off due to erratic stimulation but the patient began to have an increase in seizures so the device was turned back on and set to an output current 0.25ma. There was an attempt to increase the patient¿s settings but the patient was not able to tolerate it, so the output current was left at output current 0.25ma.

Event description:
Information was received that the physician is reluctant to replace the generator due to the adverse events reported the patient has been experiencing. Data was received in which it was seen that there has been no high impedance observed on the patient's device when it was reported there was a lead fracture. It was noted that impedance was okay and the device was disabled on that day the reported fracture was felt by the physician and not turned back on until about a year later. When the device was turned back on, impedance was still okay within normal limits. There was no indication of device failure observed in the programming history database reviewed. At this time, no additional relevant information has been received to date. No known surgery for the reported events has occurred to date.